Event description:
Pt was implanted with retrograde femoral nail construct on an unk date for a femoral shaft fracture. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to a malunion. Surgeon revised pt to a new retrograde nail construct. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed; no conclusion could be drawn as no device was returned and no lot number was provided.